Manufacturer narrative:
Information about this event indicated that the patient had a aortic root aneurysm procedure in 2019, after that patient developed severe ai. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported aortic valve insufficiency could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that the patient underwent an aortic root aneurysm procedure in 2019 and post procedure, the patient developed severe aortic insufficiency (ai). Then on (B)(6) 2020, a 25mm trifecta gt valve was successfully implanted. Then on 31 october 2023, the patient presented to another hospital with severe ai. A new 23mm non-abbott valve was chosen for a transcatheter valve implantation (tavi) procedure. The procedure was successfully completed. The patient returned to the intensive care unit for further monitoring